Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced recurring swelling at the implant site and was treated with antibiotics (type and duration not reported).